Event description:
Patient had initially reported, that their induo meter would not power on and that they had to contact the emergency services. Medical affairs specialist called and spoke with the patient in 04, who provided additional information. Patient stated that their meter stopped powering on about 2-3 weeks ago. There was no misue with the meter. Patient had replaced the battery, but the issue persisted. Patient stated that they had not tried testing on that meter for about a week and a half. In the meanwhile, they had been using their back-up meter to test their blood glucose. Two days ago, they started "feeling low". They did not attempe to test on the subject meter since they knew that it was not powering on. They did not even test on their back-up meter. Patient had continued to take their set amount of insulin during the time the meter was not functioning, emergency services were called and patient's blood glucose result on the emgerency meical technician meter was 29mg/dl. They were placed on IV glucose and taken to the ER.they were kept for observation at the ER for about 4 hours. They reported the issue with meter the next day. This case is reported as a meter malfunction since the power issue was not resolved. Based on the information provided by the patient, it cannot be concluded that the meter malfunction contributed to any event. Patient had not tested on the meter ofr 1 and 1/2 weeks. Also, patient does not base his medications on the meter results. A replacement meter was sent to the patient.